Event description:
Medtronic received information from a journal article that a pulmonary valved conduit was successfully used for a pediatric right ventricular outflow tract reconstruction. The postoperative course was complicated by a central venous catheter-related thrombosis of the right superior vena cava, which was successfully treated with local recombinant tissue plasminogen activator thrombolysis. The patient was discharged three weeks after the operation and remained on oral anticoagulation for three months. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The available information indicates that the device remains implanted; although a device serial number was not reported, a search of medtronic's database did not find any previous reports from that health care facility for devices from that product family. (B)(4).

Manufacturer narrative:
Without the serial number of the product no device history could be pulled and reviewed. There was no report of a specific product failure. The postoperative course was complicated by a central venous catheter-related thrombosis of the right superior vena cava, which was successfully treated with local recombinant tissue plasminogen activator thrombolysis. The patient was discharged three weeks after the operation and remained on oral anticoagulation for three months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.